Event description:
An healthcare provider (hcp) reported via product surveillance registry (psr) that the patient's refill appointment was scheduled two days following her alarm date.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015 information was received from a physician via product surveillance registry (psr) regarding a (B)(6) female patient receiving intrathecal compounded baclofen (100mcg/ml; dose 39.97mcg/day), dilaudid (concentration 5mg/ml; dose 1.9987mg/day), bupi vacine (concentration 30mg/ml; dose 11.992mg/day), and clonidine (concentration 100mcg/ml; dose 39.97mcg/day) via an implantable infusion pump. The indications for use were noted as malignant pain and cervical cancer. The patient was also prescribed patient administered (pa) boluses via the personal therapy manager (ptm). On (B)(6) 2015 the patient presented to the clinic for a scheduled pump refill. Upon interrogation, it was noted that the low and empty reservoir volume alarms had occurred. The pump was refilled. The patient experienced withdrawal symptoms with an onset of (B)(6) 2015. The symptoms were considered not serious and severity was mild. Event outcome was reported as resolved without sequelae as of (B)(6) 2015. On (B)(6) 2015 additional information received from a physician via product surveillance registry (psr) reported the patient's medical history included pain and the concomitant drug the patient was taking was hydromorphone.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: the patient experienced additional symptoms of itching and shaking related to the empty pump reservoir event. Information was received from a healthcare provider via psr indicating that it was not clear from the documentation if the appointment was intentionally scheduled after the alarm date.